Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, it was discovered that the mega suture cut needle driver was found to have a broken wire. There was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and the following additional information was obtained: all instruments are inspected prior to reprocessing, where the reported issue was discovered. There is no additional information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed. The instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.